Event description:
It was reported that three months post implant, the battery voltage was lower than expected based on device settings. Monitoring will continue.

Manufacturer narrative:
Na

Manufacturer narrative:
The reported field experience of low battery voltage was verified in the laboratory. Analysis found that the device exhibited an intermittent high current drain due to a discrepant integrated circuit. Corrected from nurse to physician